Event description:
It was reported that the forceps/instrument channel of the gastrointestinal videoscope is malfunctioning. The issue occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred because the stent was clogged due to the flag on the side of the stent which winded inside the biopsy channel. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in the: operation manual chapter 5 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Olympus will continue to monitor field performance for this device. Additional information: e2, e3, g2, d8, d9, h3, h6.